Manufacturer narrative:
For the issues with sodium and chloride, a specific root cause could not be determined. The provided data shows the same behavior for all assays involved, therefore a preanalytical sample handling issue was suspected. Additional information was received that the third results were believed to be correct.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient sample. It was unclear if the date of event was (B)(6)2015 or (B)(6)2015. Uric acid ver. 2 first result: 1.8 mg/dl. Second result: 2.2 mg/dl. Third result: 3.2 mg/dl on (B)(6)2015. Total protein gen. 2 first result: 4.4 g/dl. Second result: 4.8 g/dl. Third result: 7.68 g/dl on (B)(6)2015. Phosphorus (inorganic) ver2 first result: 2.1mg/dl. Second result: 2.4 mg/dl. Third result: 3.55 mg/dl on (B)(6)2015. Iron gen 2 first result: 64 mcg/dl. Second result: 177.8 mcg/dl on (B)(6)2015. Ion selective electrode (ise) sodium first result: 100 mmol/l. Second result: 121 mmol/l. Third result: 144 mmol/l on (B)(6)2015. Ion selective electrode (ise) chloride first result: 71 mmol/l. Second result: 85 mmol/l. Third result: 101.2 mmol/l on (B)(6)2015. The second results were reported outside of the laboratory. Information concerning which result was believed to be correct was requested, but was not provided. The patient was not adversely affected. The uric acid reagent lot number was 607931. The total protein reagent lot number was 616430. The phosphorus reagent lot number was 609256. The iron reagent lot number was 617429. The expiration dates were requested, but were not provided. The sodium and chloride electrode lot numbers were requested, but were not provided.